Event description:
A customer contacted beckman coulter inc. (Bec) reporting erroneously low total t4 (tt4) results for seven patients generated by their access 2 immunoassay system after using a new reagent pack. The customer indicated there were no changes in patient treatment or affect to any patient in connection to this event. The patient samples were rerun following service visit and repeated high with results that matched historical values for the patients. The customer had contacted bec on (B)(6) 2012 reporting previous erroneous tt4 patient results which have been documented in a separate report.

Manufacturer narrative:
Qc was performing erratically at the time of the event. System checks performed on (B)(6) 2012 passed within instrument specifications. Beckman coulter service was not dispatched for this event; the customer informed bec that a third party vendor performs all of their instrument service and maintenance. A third party service engineer went on-site and noted that when the customer would manually agitate a tt4 pack that had produced failing tt4 qc results they were able to obtain passing results near their mean values from the affected pack. The engineer indicated instrument ultrasonic settings were outside of the specification low; at a value of 175v (specification is 197v+/- 3v). The engineer adjusted the settings and performed a passing system check and performed qc with the tt4 low level qc failing. The engineer then re-calibrated the assay and repeated qc to obtain passing results. In conclusion, hardware is the likely cause of this event. A service engineer noted regent pack mixing issues were ongoing at the time of service with associated failure modes duplicating the issues communicated by the customer. The service engineer performed adjustments to instrument ultrasonic settings to improve instrument performance and instrument performance was verified to be acceptable after all repairs were completed. MDR#2122870-2012-01979 documents the erroneous tt4 results reported by this customer which were generated on (B)(6) 2012 by this access 2 analyzer.